Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted during an esophagogastroduodenoscopy (egd) procedure on (B)(6), 2011. According to the complainant, the physician attempted to removal the stent on (B)(6), 2011. During the procedure, the physician grasped and pulled on the removal suture; however, the suture broke. The physician withdrew the stent by grasping the stent wires. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "fine." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Based on the device analysis, which indicates that the stent cover was damaged, this is now considered a reportable event.

Manufacturer narrative:
Only the deployed stent was received for evaluation. A visual examination of the returned device found that two longitudinal tears and one hole (between the distal loops) and one hole (inside a distal loop) were present in the distal stent cover. The stent cover damage most likely occurred during stent removal. The green retention suture was broken and microscopic examination of the thread noted that it appeared frayed at the point of break. A review of the device history record (DHR) confirmed that the device met its material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch number. A labeling review was performed and, from the information available, this device was not used per the directions for use (dfu) / product label. The dfu states "warning: stent is considered to be a permanent device. Once stent placement is permanently achieved, stent removal or repositioning is not recommended." However, according to the complainant, one day post procedure, the stent was removed from the patient. Therefore, the most probable root cause is user error.